Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms and symptoms related to diabetes: frequent urination and thirst. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still experiencing symptoms of frequent urination and thirst. Customer stated that she contacted her doctor on (B)(6) 2022 and has a scheduled appointment next month. Customer was able to obtain a blood glucose result of 147 mg/dl using another device (fasting/non-fasting was not disclosed). Customer stated that she informed doctor of this result and doctor wants her to test her blood glucose three times a day. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for dead meter. At the time of the call the customer reported symptoms of frequent urination and thirst; medical attention was not needed at the time. The battery was changed two days prior to call; customer is using the correct battery in the correct orientation for the meter. During the call the true metrix air meter powered on using the power button; the true metrix air meter did not power on when a test strip was inserted. The test strip lot manufacturer¿s expiration date is 05/31/2023; open vial date and storage location were not disclosed.